Event description:
Telescoping mast pole on cobe system dropped unexpectedly from extended position. A metal hook on the pole fell into the sterile field. The surgeon covered the area with a sterile towel. Th patient suffered no immediate untoward effects. The cause of this event is unknown at this time. The mast pole was not found to be defectivedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: unknown. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.